Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device was disposed

Event description:
It was reported that the locking screw was not locked in the distal screw hole of the variax plate. Therefore, the screw was removed and the linty metal was found. After that, the new screw was locked and the operation was finished.

Event description:
It was reported that the locking screw was not locked in the distal screw hole of the variax plate. Therefore, the screw was removed and the linty metal was found. After that, the new screw was locked and the operation was finished.

Manufacturer narrative:
The reported event that locking screw variax full thread 3.5mm / l14mm was alleged of 'no locking effect' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history review, a possible root cause is, but is not limited to: the drill guides were probably not used, and thus the 30° acceptable angle of locking screws was not respected, resulting in the damage of the locking threads. As a reminder, the operative technique introduces these screw as: " [...] When a screw is driven into a plate hole, the locking threads on the underside of the screw engage the circular ¿lip¿ in the hole. Unlike monoaxial locking systems, where the screws follow a predetermined path, this technology allows the user to aim and lock the screw within a 30 degree cone.[...]" A severe contouring of a plate, which could have caused the damage of the threaded area of the screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.